Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side device deflation. Device remains implanted at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken striated on anterior side assessed as surgical damage. And missing piece of shell assessed as inconclusive. Additional observations: crease fold observed on the device. Brown particles inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side device deflation. Device has been explanted.